Event description:
It was reported that there was damage to the implant fabric. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a hole in the implant fabric of the closure device. The patient was not experiencing any symptoms as a result of this event. The physician had the patient remain on their anticoagulation medication with the plan to have the patient come back at a future date for another tee procedure.